Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not alerting when there was no insulin. There was an absence of no delivery alarms. Her blood glucose level went up to 400 mg/dl. The customer's blood glucose level did not drop after correcting it. She noticed dashes on the status screen. The insulin pump alarmed low reservoir and threshold suspend. The device was not returned.